Event description:
During ureteroscopy with laser lithotripsy procedure, moses laser fiber broke. No harm to patient as it broke while outside of patient. Unable to identify any user error. Swapped out with new laser fiber to resume procedure.